Event description:
It was reported that the patient had nausea, headaches, and body tingling. The patient spoke with their orthopedic surgeon who reportedly stated that he had heard of patients having these symptoms. The patient was advised by her physician to discontinue use as there was no bone growth after using the stimulator for 2 months. The patient was using the device on her left foot. No additional patient consequences/ further information has been reported. The orthopak assembly was not returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, additional information in h4: manufacture date, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient had nausea, headaches, and body tingling. The patient spoke with their orthopedic surgeon who reportedly stated that he had heard of patients having these symptoms. The patient was advised by her physician to discontinue use as there was no bone growth after using the stimulator for 2 months. The patient was using the device on her left foot.